Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction revision with two 500cc mentor memorygel breast implants, experienced the following illnesses: fatigue, muscle weakness, joint pain, stiffness, memory loss, itching, skin rashers, autoimmune dysfunction and hair loss post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2017 and it was also discovered that the left breast prosthesis was deflated. This medwatch form is for the right breast prosthesis.